Manufacturer narrative:
An outside the united states (ous) customer obtained an elevated patient result compared to a lower retest result using atellica im total hcg (thcg), lot 348. The interpretation of results section of the instructions for use states, "results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings". Siemens investigated the event. There was no visible sign of fibrin in the sample. Maintenance was up to date and no related errors were observed in the event log. The atellica im thcg lot 348 calibration was within the manufacturer's acceptable limits. To troubleshoot this issue, the customer checked assay precision by running the level 1 control in replicates of 5. The %cv obtained was slightly higher than expected, so service was arranged. The siemens customer service engineer (cse) realigned the reagent probes and inspected the sample probe and the wash stations. These service actions are considered normal troubleshooting for issues of this nature. Atellica im thcg lot 348 precision was verified and found acceptable following the service visit. The customer is operational and no further troubleshooting is necessary. Based on the available, a product performance issue has not been identified.

Event description:
The customer observed discordance between initial and retest results with atellica im total hcg (thcg) on one patient sample. The initial result was elevated and had been reported to the physician but was not questioned. The retest result, obtained on a different instrument, was lower. A corrected report was issued with the lower result. There are no allegations of delay, patient or user intervention or adverse health consequences due to the discordant thcg result.